Event description:
Implantable systems post market study reported an external csf leak through the intrathecal catheter and wound at the lumbar site. The reported pt symptoms included headache, altered gait, dizziness, and nausea. The pt was receiving a simple continuous infusion of morphine sulfate 10mg/ml @ 3.6mg/day for pain treatment. Surgical intervention was done, and the pt was reported to have recovered without further sequela.